Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to overstimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2016 where the entire system was explanted. The company representative was not present for the surgery.